Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited unspecified defibrillation impedance issue. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the right ventricular lead was capped and replaced in early (B)(6) 2024. No further patient consequences were reported, and patient full recovery was expected.